Manufacturer narrative:
Concomitant medical products: endurant stent graft, model #: unknown, s/n: unknown; use by date: unknown; upn #: unknown. Endurant stent graft, model #: unknown, s/n: unknown; use by date: unknown; upn #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 95 mm abdominal aortic aneurysm. It was reported that the endovascular treatment was performed with no issues. Final angiography was performed and contrast leaking from the stent graft into the aneurysm sac was noted on the left lateral side of the stent graft and on the level of the flow divider marker. It was reported that several balloon dilation (reliant balloon) were done in the neck region of the stent graft, in the 30mm contralateral limb region of the main body, and throughout the iliac extension. It was stated that the leak persisted, balloon was performed again without success. The physician then decided to place an aortic cuff on the edge of the flow divider and the iliac limbs were delivered past the flow divider marker and into the cuff, thus creating a new bifurcated point. It was reported that both iliac stent grafts were inflated simultaneously to ensure opposition. Final angiogram was performed and a significant decrease in the endoleak was noted. As per the physician the cause of the event was a suspected stent graft puncture/fracture. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.